Manufacturer narrative:
Other applicable components are: product ID: 3888-56, lot#: 0210870585, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 3888-56, lot#: 0210758066, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced inadequate stimulation. There were no external factors reported to have led or contributed to the issue. Impedance testing and reprogramming was performed in an attempt to resolve the issue; x-ray imaging identified that the leads were ¿dislocated.¿ ultimately, the patient¿s leads were replaced as a result of the event and the issue was resolved. The patient was alive with no injury following the lead replacement.

Manufacturer narrative:
Correction: please note that conclusion code no longer applies to this report. Additionally, section has been updated at this time. Device evaluation: analysis of the first lead found the #3 conductor was broken at the electrode weld site. The injex anchor was observed to be placed in close proximity to the electrodes. Additionally, it was noted that the use of the model 3888 lead for occipital nerve stimulation with this method of anchoring is outside of its intended design usage and produces a stress on the lead that is beyond intended reliability. Analysis of the second lead found the #2 conductor was broken at the electrode #2 weld site and the #3 conductor was broken at the electrode #3 weld site. The injex anchor was observed to be placed in close proximity to the electrodes. Additionally, it was noted that the use of the model 3888 lead for occipital nerve stimulation with this method of anchoring is outside of its intended design usage and produces a stress on the lead that is beyond intended reliability. Please note the specific lead lot numbers could not be verified.